Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the consumer via the rep reporting that the vibrations came back later that evening. The rep reported that the patient wanted to wait to see if the ins replacement would fix the vibrations. The rep reported that the replacement surgery was scheduled for (B)(6) 2017. The rep reported that the ins' were replaced on (B)(6) 2017 and the patient reported that the vibrations in their head subsided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(4) 2014, product type implantable neurostimulator; product ID 3387s-40, lot# v433167, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v433167, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The rep reported that the patient had been feeling "vibrations" in their head. The consumer checked the ins batteries with the programmer and discovered the left side was at eri. The rep reported they met with the patient today and checked both ins electrode impedance and therapy impedance which were both within normal range. The rep reported that after performing the impedance tests, the patient stated the vibrations went away. The rep reported that the patient was scheduled for an ins replacement on (B)(6) 2017. No further patient complications have been reported as a result of this event.